Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with t12 fracture and underwent balloon kyphoplasty (bkp) surgery. During surgery, the balloon ruptured and was very difficult in removing from vertebral body. The pressure prior to rupture was 275 mm hg and volume prior to rupture was 3ml. No piece of the balloon remained in the patient. The product came in contact with the patient. No health damage to patient has been reported.

Manufacturer narrative:
Additional information: product analysis: visual and functional inspection confirmed the ibt has been damaged. The ibt was returned inside the used cannula and unable to be pulled back through the cannula due to the state of the balloon. It appears the balloon was ruptured and is consistent with possible contact with sharp object, such as bone splinters while being fully inflated at the time of contact. The root cause of this damage is undetermined. If information is provided in the future, a supplemental report will be issued.